Event description:
Osteonics stem broke eight (8) years after implantation into pt's hipp. This necessitated that the pt undergo additional surgery. Currently, the stem, after rendering non-infectious, was given to the pt by the who distributes the product locally.